Event description:
This is filed to report death. This research article was a meta-analysis study designed to evaluate the outcomes of patients with a history of hypertrophic cardiomyopathy (hc) after transcatheter edge-to-edge mitral valve repair (tmvr) with mitraclip. Complications identified in the study included: in-hospital mortality, stroke, 30-day heart failure hospitalizations, acute kidney injury/renal failure, blood transfusion and length stay. In conclusion, tmvr with mitraclip was feasible and potentially effective, the presence of hc in patients who underwent tmvr with mitraclip was associated with markedly increased adjusted in-hospital mortality. Although the rates of stroke were higher in the hc group, after adjustment for baseline variables, there were no significant differences in stroke between the 2 groups. Details are listed in the attached article titled, " association of hypertrophic cardiomyopathy and outcomes after transcatheter edge-to- edge mitral valve repair ". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on the information reviewed and due to the limited information available from the article, a cause for the reported deaths are unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Outcomes attributed to adverse event, date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report number. Article titled, "association of hypertrophic cardiomyopathy and outcomes after transcatheter edge-to-edge mitral valve repair"na